Event description:
It has been reported to co that during the procedure this device failed to pace. The device was removed and replaced with another; however, the second device also did not pace. The device was removed a third time and replaced with another to finish the procedure. There is no report of patient injury. The device is being returned to co for their evaluation.